Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is unknown. The case data file was evaluated. Per arcticsun. (B)(6) 2025, case was initialized at 6:35 on (B)(6) 2025. Pt was at 38.35c and pt tt was 36c. The patient was above the target, so the device made cooler water to bring the patient down in temperature as expected. At 10:36 an alarm 14 is triggered for patient temperature out of range, suggesting a disconnection from the signal coming from the temperature in cable. This alarm happens again at 10:51. At 11:42, the pt is at 33.9c and the tt is 34.4, so the device begins warming the patient as expected. There is an alarm 50 at 12:17 and alarm 15 at 12:09, alerting to erratic patient temperature. There is an alarm 14 at 18:22. There are more alarm 14s at 19:45, 19:48, and 20:02, triggered by patient temperature readings out of the plausible range such as 13.57c at 19:39 there continues to be additional warnings 14,15, and 50 suggesting unstable temperature readings from the patient over the past few hours. The system continues heating the patient until therapy is stopped at 10:05 with pt at 36.18 and tt of 36.5c. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. Based on the results of the investigation, no additional actions can be taken. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alerting for erratic patient temperature. Per additional information received via mail on 11nov2025, they have had a brief follow-up with the end-user, but unfortunately, they have not received the necessary answers yet as bc was currently on holiday today. They have also engaged bd tech support specialist with reviewing the case data, based on their initial findings, they have several follow-up questions that needs to be confirmed by the customer. In addition, requested the biomed team to perform the ctu calibration but have not yet received a response or confirmation.

Event description:
It was reported that the arctic sun device was alerting for erratic patient temperature. Per additional information received via mail on 11nov2025, they have had a brief follow-up with the end-user, but unfortunately, they have not received the necessary answers yet as bc was currently on holiday today. They have also engaged bd tech support specialist with reviewing the case data, based on their initial findings, they have several follow-up questions that needs to be confirmed by the customer. In addition, requested the biomed team to perform the ctu calibration but have not yet received a response or confirmation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.